Manufacturer narrative:
(B)(4). On an unreported date, patient's peritoneal dialysis effluent was found to be clear. It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The following day after onset, the patient was hospitalized for the event. The treatment for the peritonitis included injections of amikacin (intraperitoneally, 125 milligrams every bag, frequency not reported). Dianeal therapy was ongoing. At the time of this report, the treatment was ongoing and the outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.